Event description:
I don¿t entirely know if I¿m working with an actual dentist/orthodontist, my jaw is now misaligned with my bite and teeth have seemed to worsen, I can¿t seem to get my money back or get to customer service ¿thoroughly¿, states I have a different accounts and will not issue any refund, wasting my time, messed my mouth up for 2k, just stealing people¿s money and I don¿t even know if they are truly licensed.